Event description:
It was reported needle 25ga 1in was damaged, with a hole in the needle hub. The following information was provided by the initial reporter translated from japanese: "damaged hub: the needle hub was damaged".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/20/2021. H.6. Investigation: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of these issues, physical and picture samples were returned for evaluation by our quality engineer team. One of the affected samples displayed signs of defective needle point. Through examination, absence of the needle point was observed. The manufacturer of the microlance needle receives closed cartridges of cannulas from a supplier facility. These cartridges are directly introduced into the assembly machine. An in-line camera system inspects 100% of product and rejects any defects identified. Since the defective cannula was shorter than expected, it was out of the range of the camera. Based on previous experiences, this issue could be related to the cannula cutting process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 25ga 1in was damaged, with a hole in the needle hub. The following information was provided by the initial reporter translated from (B)(6): "damaged hub: the needle hub was damaged".